Event description:
Intervention was required to deflate endotracheal tube cuffs and extubate patient. Patient was intubated. A leak was identified. Anesthesiologist inserted more saline into cuffs because it was leaking. As more saline was inserted, the entire circumference of the endotracheal tube began to fill with air/saline. The anesthesiologist was unable to remove the saline so the surgeon and the anesthesiologist poked a hole in the side of the tube to remove the liquid and extubate the patient. Report is being made out of an abundance of caution due to surgical intervention. It is not believed that defect would have lead to serious harm or death. FDA safety report ID # (B)(4).